Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer treated high blood glucose with bolus. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions and monitor the insulin pump and call back with any issues. The insulin pump will not be returned for analysis.